Manufacturer narrative:
Analysis for the mainframe found that the there was a small scratch in the lower left corner of the screen which did not affect calibration nor touch input. All electrical and functional tests were performed. The device passed all tests and there were no issues. The device was tested and passed all manufacturing specifications. Analysis for the patient interface found that the device came in with missing spare fuses. The fuses, broken cable clip and wave washer were replaced. The device was tested and passed all manufacturing specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the mainframe and patient interface were not working properly. There was no known patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that the devices were only being sent for preventive maintenance.